Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with bolus. Customer requested assistance with programming the insulin pump. Customer was reminded to review insulin pump settings on previous insulin pump prior to programming the replacement. Customer was advised to follow up with healthcare professional if current settings need to be changed. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.